Event description:
It was reported that the user experienced hyperglycemia after forgetting to reconnect the ilet following a shower; the highest reported blood glucose was approximately 300 mg/dl, and glucose returned to range after the user reconnected the pump without outside or medical assistance. Symptoms included none reported. Outcomes included no functional impairment, no need for outside assistance, and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device alerts or alarms and no device malfunction, with the event attributed to interrupted insulin delivery due to disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear for hyperglycemia, though user disconnection was temporally associated with the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.